Event description:
It was reported that during a ladg, when er420 was used on the right gastro-omental artery, three clips ejected at a time. One of three clips was formed properly, but two clips fell off from the jaws. When the er420 was removed from the patient¿s body and tested for functionality, the er420 functioned properly. Then the same er420 was fired on the patient side again, two clips ejected at a time. One clip was formed properly, but one leg of the other clip stuck between the center part of the specimen side and the patient side. The stuck clip was removed with a detachment forceps. No bleeding occurred. There were no adverse consequences to the patient. The doctor commented that the feeding speed of er420 was slower than usual. All fallen clips were retrieved and no clips were left inside the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure the jaws width. In an attempt to replicate the reported incident the device was tested for functionality. Upon testing the device was cycled and it fed and formed thirteen clips as intended; no feeding issues were noted during analysis. In addition the instrument did not lock out. In order to evaluate the condition of the internal component the device was disassembled; upon disassembling no anomalies were noted that could have caused the lockout to not activate. Please note this finding is unrelated to the reported complaint. No conclusion could be reached as to what may have cause the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).